Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. When the delivery system was inserted through the esheath, some resistance was noted. It was decided to remove the system as a single unit. As per images provided the valve was apparently bent and the esheath was damaged leaving the valve exposed. Another kit was used and the valve was successfully implanted. The patient was noted to be stable. As per pre-decontamination, the sheath shaft was punctured at 8 cm from strain relief was observed.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually examined, and the following was observed: the esheath distal tip was unopened. The liner was torn 8 cm in length from strain relief with valve exposed through liner.the remaining liner unexpanded. The liner was stretched 3 cm in length from strain relief. The sheath shaft was kinked at 5cm from strain relief. The sheath shaft was punctured at 8cm from strain relief. Scratches were noted along sheath shaft hdpe. Liner thickness was measured along the torn liner and the measurement was found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, esheath liner punctured, sheath does not expand, and sheath punctured were confirmed per evaluation of the returned device and provided imagery. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. For the report of sheath does not expand and sheath liner punctured, per returned device evaluation, a liner tear was observed, with stretch marks observed along liner tear location. Additionally, imagery review showed presence of calcification and tortuosity in the access vessels. Device evaluation also revealed that the middle portion of the liner appeared unexpanded. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. Variation in the seam forming process may contribute to the liner not expanding. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2'' segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam stretching. The presence of several patient/procedural factors such as tortuosity and calcification may further contribute to the complaint event. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Also, vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Additionally, a bent valve frame strut was observed during device evaluation. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath, resulting in the reported liner puncture. As such, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) likely contributed to the sheath does not expansion, and patient factors (calcification, tortuosity) and procedural factors (valve caught on liner, device manipulation) likely contributed to the liner puncture. No manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the reports of resistance between system components and sheath punctured: per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of calcified and tortuous vasculature could create a challenging pathway during delivery system advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance. Calcification and tortuosity can result in the creation of sub-optimal angles that could lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Returned product evaluation showed evidence of scratches on the sheath shaft, which can be indicative of the presence of calcified nodules within the access vessel. Kinks along the sheath shaft can be indicative of the presence of vessel tortuosity. In addition, gauges observed in the commander delivery system flex tip could be evidence of the reported resistance. Additionally, it was reported that a steep angle was used to insert the sheath into the patient. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to difficulties advancing through sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. As such, available information suggests that patient factors (calcification, tortuosity), procedural factors (insertion angle, device manipulation) and manufacturing process (improper sheath liner expansion) likely contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case.